Event description:
The report received from the affiliate indicated that while advancing this emerald diagnostic guidewire in a diagnostic catheter, the wire seemed to feel very floppy. When it was removed, the coating appeared to have unraveled. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Please note that this device is available for testing and evaluation, but has not yet been received. Additional information has also been requested, and will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance.